Event description:
Boston scientific (bsc) crm received information that this patient recently had this device implanted and has been experiencing pains in her chest. The patient also stated that the associated right ventricular lead had dislodged and was repositioned. A bsc crm technical services consultant discussed the patient's concerns.